Event description:
On (B)(6) 2011, a doctor reported that a patient's trans-palatal arch (tpa) appliance caused cuts in her tongue.

Manufacturer narrative:
Vicodin was prescribed for pain and an oral rinse was administered for treatment. The patient has fully recovered. Adjustments were made to the appliance and will be placed. Since each appliance is custom-made to the request of the prescription, there was no product problem.